Event description:
It was reported that this right atrial lead exhibited loss of capture and high out-of-range pacing impedance measurements. A lead fracture was suspected, however, no definite fracture was visible under fluoroscopy. A revision procedure was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.